Event description:
Pt complained of onset of diabetes, chronic fatigue, muscle aches and joint arthralgias for past 1 1/2 to 2 years. Felt that breast implants were ruptured. Surgery to remove implants confirmed this. The medical devices cannot be ruled out as a possible cause of pt's complaints.